Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the device's therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed that sockets 3 and 7 had missing and flattened contacts which caused intermittent paddles lead ECG through the connector.

Event description:
The customer contacted physio-control to report that their device would only intermittently detect that a therapy cable was connected. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.